Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: did the device deliver unformed staples into the tissue?-the unformed staples remained in the cartridge. Was the staple line incomplete where some staples were not deployed into the tissue, but the device delivered a complete cut line?-yes, the staple line was incomplete where some staples were not deployed into the tissue, but the device delivered a complete cut line the analysis found that one ple60a device was returned in good visual condition and with an ecr60b loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence of the subject ple60a device, utilizing a green cartridge (ecr60g) along with double buttressing, believe the inner two staple rows patient side did not properly deploy and partially supports the event description of this complication. However the photographs do not provide evidence relative to what may have caused the incomplete staple deployment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing of device with green reload and peri-strips buttressing material, the device was fired and the left side (patient side) on final five centimeters of staple line did not form. The staples were not in proper ¿b¿ formation and staple legs came up and remained in cartridge. Device was positioned with the cartridge half posterior to stomach and the anvil half anterior. The case was completed with another device of the same product code and green reload being fired over previous (third firing) cut/staple line. This fourth cut/staple line was inspected and looked good upon inspection. Peri-strip buttressing material was used on all firings of all devices. There were no patient consequences.